Manufacturer narrative:
The pump received with no button response due to corroded keypad traces. There was no button error alarm noted. The pump was received with cracked reservoir tube lip, minor scratched display window, and cracked reservoir tube.(B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 117mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.